Event description:
Co was bitufued through legal action that a pt was injured as a result of a laser hair removal procedure. It was reported that the pt received 1st and 2nd degree burns on the chin and hypopigmentation in three areas of the neck. (1cm oval, 2 x .8cm and 1.5 x 1cm). It was claimed that there was permanent significant scarring and disfigurement.